Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Connection issues associated with the ventricular channel during the implantation procedure; therefore, the device (B) (4) (reported under 1000165971-2010-00773) was not implanted. Reportedly, the physician also had similar difficulties to connect to a second reply dr ((B) (6) involved in this MDR). The physician has watched the lead connection video posted on the company website, and as indicated, the recommended methods were applied. Another pacemaker was subsequently implanted.